Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at nominal pressure for 30 seconds. The device was simply pulled out from the patient's body and the procedure was completed with another device. No patient complications were reported and the patient was good post procedure.